Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00185 on 14jul2021. Additional information (29mar2022): an outside of united state (ous) customer reported falsely elevated open channel (sialylated carbohydrate antigen / krebs von den lungen-6) patient results obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. An evaluation of the instrument results file indicated that there were e100: temperature error flags. The atellica solution operator's guide states that the system will not produce a result when the incubation temperature is out of range. The monitored data logs indicate that the reaction bath control thermistor measured outside of the operating range, which is consistent with the error flag. The available data indicates that there is a discrepancy between the behavior observed by the operator and the claimed behavior as described in the instrument operator's guide. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
Two discordant, falsely elevated open channel (sialylated carbohydrate antigen / krebs von den lungen-6) patient results were obtained on an atellica ch 930 instrument. The initial patient results were reported to physician(s). The same samples were repeated on an alternate atellica ch 930 instrument. The repeat results were reported, as the correct results, to the physician(s). The operator was alerted to a temperature error on the system. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated open channel patient results.